Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tubular portion of the applicator stayed inside my vagina [foreign body in reproductive tract]. When I inserted a tampon, the entire straight plunger section of the applicator broke off, tubular portion of applicator stayed inside vagina [complication of device removal]. Plunger section of the applicator broke off, bent in half [device physical property issue]. Consumer called to report that while inserting a tampon, the plunger of the applicator broke off and the tubular portion of the applicator remained inside the vagina. When a second tampon was inserted, the applicator plunger bent in half. Consumer was able to manually remove both applicators. No serious injury was reported.